Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2013. During the procedure, the device did not function properly. The mechanism jammed halfway through the process and stopped spinning. It was not reported how the procedure was completed. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This medwatch report is in response to receipt of facility report # 2200310000-2013-8026.

Manufacturer narrative:
Conclusion: the actual trigger involved in this event was returned for evaluation. The main housing was not returned. The trigger was visually and functionally evaluated. Upon evaluation, the trigger operated as intended. Also, the blade did rotate and expose at both core guard and full position when the trigger was attached to known good main housing and activated.